Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the intermittent motor stalls have not been determined. There was no troubleshooting performed by the healthcare provider and no actions have been taken. The patient had not had any motor stalls since the last reported occurrence (B)(6) 2021. The pump was still implanted and per the healthcare provider, there was no plans for explant. The healthcare provider planned to discuss with the patient environmental causes and have the patient monitor for further alarms/possible motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500 mcg/ml at 95 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had been having intermittent motor stalls that last anywhere from 5-30 mins. On (B)(6) 2021: 11:33 am - motor stall occurred, 11:59 am - motor stall recovered. On (B)(6) 2021 the patient visited their healthcare provider (hcp) due to the motor stall alarm. They had no withdrawal or symptoms. The hcp sent the patient on their way since the patient was pregnant and they did not want to intervene. On (B)(6) 2021: 6:25 pm - motor stall occurred, 6:30 pm - motor stall recovered. On (B)(6) 2021 the patient visited their hcp again for the alarm but they still had no symptoms. On (B)(6) 2021: 10:44 pm - motor stall occurred, 11:04 pm - motor stall recovered. On (B)(6) 2021 they went again to visit their hcp with no symptoms. They had a follow up appointment on (B)(6) 2021 which confirmed the patient didn't have any other stalls after that. The patient had their baby by that time. The hcp had been decreasing their dose just in the case they had to replace the pump. The hcp confirmed there were not any environmental causes they could associate with the stalls. Technical services reviewed that intermittent short stalls have been attributed to environmental causes. Reviewed considerations to continue to rule out any other environmental causes prior to replacing the pump. The company representative was not with the patient but they would call the hcp to follow up.